Event description:
Pt reports cadd pump legacy with serial number (B)(4) was alarming for high pressure; pt tried to use that same mix on the other pump and it would not work either; pt made a new mix and got it to work with backup pump; rph advised pt that problem was most likely in the cassette (serial number of cassette is not available) but pt does not feel comfortable with using that pump. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Reported to (B)(6) by: patient/caregiver.